Event description:
It was reported that the pacemaker device site was hot. The clinician also reported that the patient complained about the device site heating up to the point where the patient wanted to rip out the device. Additional information was received from the clinic disclosing that the patient has not returned since reporting this concern. The clinician saw no obvious infection, pocket issue, or hotness at the device site. No action was taken. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003. (B)(4).